Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. Reportedly, the alerts cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose (bg) level for this issue was 220 mg/dl. Additionally, it was reported that the customer experienced multiple high bg levels above 500 mg/dl with one high bg level of 567 mg/dl resulting in a trip to the emergency room (ER) where customer was treated with intravenous fluids of saline and insulin. Customer also attempted to address high bg by delivering a pump bolus. Cause of high bg was unknown. Customer alleged that the pump was not delivering insulin properly, however, system check with tandem technical support indicated that the pump and related supplies were functioning as intended. Customer was released from the ER six hours later and reportedly continued to use the pump for insulin therapy.